Manufacturer narrative:
The affected devices have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the end-user received an "electrical shock" upon depressing the "restart" key on the lvp. The user was sent to the emergency department as a result; however treatment rendered is unknown.

Manufacturer narrative:
The reported issue that an end-user experienced an electrical shock upon depressing the ¿restart¿ key on the pump module could not be confirmed. Physical inspection of the device noted no damage or anomalies. The devices¿ key pad was inspected under magnification and found to be intact with no exposed metal, cuts or tears in the key pad. Analysis of the pcu event log shows that a user began an infusion of dextrose 10% on (B)(6) 2015 at 02:33pm. The infusion was performed on module sn (B)(4) at the rate of 7.3ml/h. The log indicated a user selected the pump restart key nine separate times throughout the day with the majority having been selected following patient side occlusion alarms. Which key press event was associated with the reported electrical shock incident when the restart key was pressed could not be ascertained from the log analysis and the customer did not provide a time for the reported event. The concomitant module sn (B)(4) was never used and had no recorded key press interaction on the reported incident date of (B)(6) 2015. The system¿s ground resistance and ground leakage tasks were performed and both were not compromised and passed testing within specification. The root cause was not identified.